Event description:
It was reported that a beta bionics ilet user had intermittent issues with the ilet staying connected to the dexcom g7 cgm. The agent checked for updates and advised that it may be due to the data connection in the home. The ilet is still dosing during the intermittent moments. Reviewed bg run mode to troubleshoot for ilet corrections. The patient experienced a hyperglycemic episode of 390 mg/dl during this event. The episode lasted more than 90 minutes. No symptoms were reported and no further information regarding the event was provided.